Event description:
A malfunction code was reported by the customer, specifically malf 0, accompanied by fault ID 0-0x2443. There was no adverse impact to the customer¿s blood glucose level. The customer will use a backup insulin pump to maintain insulin delivery.